Event description:
Haemonetics received a complaint on (B)(6) 2012, for orthopat device with a rattling sound coming from the machine during intra-op fill. When the operator checked disk there was blood coming out of the top of the kit. Drain was flushed with water. No pt/operator injury associated.

Manufacturer narrative:
Upon evaluation, fluid internal to the device was discovered due to the drain tube port connector on the top deck had a small crack. Damage to electrical components were verified. The component which was replaced due to the blood spill is the distribution pcba. The machine is now ready for use. (B)(4).